Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure for endometriosis, during the transection of the colon, the device did not fire. It was noted that the surgeon was able to press the green button, but was not able to squeeze the handle. Another device was opened to complete the case. There was no patient injury.